Event description:
((B)(4)) resistance / stuck. A complaint was filed to an enterprise vrd (enc452200 / 10350897) and a prowler select plus (606-s255fx / 16051053). It was reported that when the physician withdrew back the complaint prowler select plus (606-s255fx / 16051053), which was positioned in the mca m1, to deploy the complaint enterprise vrd (enc452200 / 10350897) , the whole devices got slid back and the vrd got partly deployed at the point more proximal than the target site. The physician tried to re-advance the prowler to re-capture the vrd, but it was stuck and unable to advance the mc. The physician aborted the deployment of the complaint vrd and it was removed together with the prowler from the patient. After they were taken out, the physician tried to pull the vrd back into the mc, but it was stuck at about 10cm from the distal end of the mc. Another vrd and a prowler were used instead, and the procedure was then completed without further issues, but due to the event the procedure was delayed for 20 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complained products will be returned for analysis. No further information is available. The procedure was the vrd-assisted coil embolization of the ic dorsal aneurysm. The patient was a (B)(6) female, whose vessels were heavily tortuous but not calcified. A 8fr long sheath by terumo (model unknown), a chikai (asahi intecc), a roadmaster (goodman, 8fr / str angle), an excelsior sl-10 (stryker), a headway (terumo, type unknown), and an unplast c (terumo) were used in this procedure.

Manufacturer narrative:
Product was received for analysis. Additional information will be submitted within 30 days of receipt. (B)(4). This is one of two products for complaint (B)(4).

Manufacturer narrative:
(B)(4). It was reported that when the physician withdrew back the complaint prowler select plus (606-s255fx / 16051053), which was positioned in the mca m1, to deploy the complaint enterprise vrd (enc452200 / 10350897) , the whole devices got slid back and the vrd got partly deployed at the point more proximal than the target site. The physician tried to re-advance the prowler to re-capture the vrd, but it was stuck and unable to advance the mc. The physician aborted the deployment of the complaint vrd and it was removed together with the prowler from the patient. After they were taken out, the physician tried to pull the vrd back into the mc, but it was stuck at about 10cm from the distal end of the mc. Another vrd and a prowler were used instead, and the procedure was then completed without further issues, but due to the event the procedure was delayed for 20 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complained products will be returned for analysis. No further information is available. The procedure was the vrd-assisted coil embolization of the ic dorsal aneurysm. The patient was a (B)(6) female, whose vessels were heavily torturous but not calcified. A 8fr long sheath by terumo (model unknown), a chikai (asahi intecc), a roadmaster (goodman, 8fr / str angle), an excelsior sl-10 (stryker), a headway (terumo, type unknown), and an unplast c (terumo) were used in this procedure. Additional information indicated that when the vrd was accidentally deployed, the vrd could not cover the aneurysm neck. In fact, the distal marker of the vrd entered into the aneurysm. The parent artery was heavily tortuous and was angled to about 90 to 100 degree. According to the reporter of this complaint, when the event occurred that tip of the complaint prowler was withdrawn to about the middle of the positioning marker, which the distal tip was exposed from the mc, and the distal tip of the vrd was opened. The reported infers that the reason why the vrd could not be recaptured was possibly because the complaint vrd was no-tip type, and the positioning marker might be not aligned with the vrd when it was being recaptured (the positioning marker coming out from the distal side of the vrd). The aneurysm was fusiform-shaped and unruptured. The maximum diameter of the aneurysm prior to the procedure was 11.5mm. The neck to sac ratio was 9.7:7.7mm. The proximal diameter of the parent vessel was 4.4mm, and the distal diameter was 4.1mm. Jailed technique was conducted for the embolization. Plavix 75mg and bayaspirin 100mg have been being orally administered daily (both from 13 mar 2015 ~ 16 apr 2015). (B)(4). A non-sterile unit of enterprise EU ent4.5mmd 22mml wno dstl tp. Inside of the plastic bag the delivery wire was received coiled. The involved micro catheter and stent were not received for analysis. No anomalies were found during visual analysis. Functional test could not be performed since the involved stent was not received for analysis and the failure reported by the customer could not be reproduced. Delivery wire was analyzed under vision system and no anomalies were found on the marker band, the welding or the core wire. Lake region and cordis lot number 10350897 review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer ¿marker band (delivery wire) / offset/out of position was not confirmed since any damages or anomalies were found on the delivery wire that could be related to the reported failure. The reported failure ¿delivery wire / withdrawal difficulty-through microcatheter with loss of cerebral target position¿ was not confirmed since the product could not be properly evaluated due to the involved stent and micro catheter were not received for analysis. The cause of the event experienced by the customer could not conclusively determine. However, procedural / handling factors might have contributed to that issue. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information indicated that when the vrd was accidentally deployed, the vrd could not cover the aneurysm neck. In fact, the distal marker of the vrd entered into the aneurysm. The parent artery was heavily tortuous and was angled to about 90 to 100 degree. According to the reporter of this complaint, when the event occurred that tip of the complaint prowler was withdrawn to about the middle of the positioning marker, which the distal tip was exposed from the mc, and the distal tip of the vrd was opened. The reported infers that the reason why the vrd could not be recaptured was possibly because the complaint vrd was no-tip type, and the positioning marker might be not aligned with the vrd when it was being recaptured (the positioning marker coming out from the distal side of the vrd). The aneurysm was fusiform-shaped and unruptured. The maximum diameter of the aneurysm prior to the procedure was 11.5mm. The neck to sac ratio was 9.7:7.7mm. The proximal diameter of the parent vessel was 4.4mm, and the distal diameter was 4.1mm. Jailed technique was conducted for the embolization. Plavix 75mg and bayaspirin 100mg have been being orally administered daily (both from (B)(6) 2015). Additional information will be submitted within 30 days of receipt.